Event description:
A customer contacted beckman coulter (bec) to report that reagent probe b of an unicel dxc 600 pro synchron clinical system was leaking from the bottom of the wash collar. The customer stated that fluid had dripped into the reagent compartment and onto the reaction wheel cover. The leak was contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves and a lab coat. No injury or exposure was reported. No erroneous results were reported.

Manufacturer narrative:
A service visit was set up however the customer resolved the issue prior to the arrival of the fse. The customer found a loose fitting on top of the reagent probe (where tubing attaches to the probe). The customer tightened the fitting which resolved the leak. The field service engineer (fse) performed maintenance on the instrument. The cause of the leak is attributed to the loose tubing on top of the reagent probe b. (B)(4).